Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, after the trocar was successfully inserted and when the obturator was removed the inner duck bill seal came out with the obturator. Air or gas leaked from the seal. A new 11mm trocar was opened and used successfully to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the circular seal cut and disengaged. The outer rubber seal was pulled away from the center fabric of the seal. The cannula, obturator and envelope seal appeared intact. Functional testing found that the device failed an air leak test. It was reported that the seal disengaged, and the device had leaks. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.